Event description:
On 19 september 2024, it was reported by a sales representative via email that an ar-6068-90r 90 deg curve right, quickpass lasso was reported to not function correctly during a case. This occurred on 19 september 2024 in (B)(6) during an unknown procedure. It was reported that the 90 degree quickpass lasso was opened and the scrub nurse checked the wire loop was advancing, the surgeon put the lasso through the labral tissue and then could not get the wire loop to advance. Troubleshooting was performed to ascertain whether tissue was blocking the tip of which it was not. The wire loop then proceeded to come out of the device at the roller wheel. Another quickpass lasso (25 degree) was then opened. When the surgeon fed the loop out of the lasso it would not advance past the end of the loop. The surgeon was using a single portal technique so it was not possible to grasp the loop with a grasper which would have released the resistance of the wire loop to advance. The case was completed successfully. The wire loop from the lasso was inserted backwards and retrieved using a grasper and then the suture was shuttled through the labrum. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.